Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was missing the electrode. The sensor anomaly occurred with two sensors from the same package. The transmitter did not blink when it was connected to the transmitter. Customer's blood glucose level was not reported. The device was not returned.